Event description:
Additional information was received confirming that the physician's programming handheld would not hold a charge. Additionally, it was reported that the handheld's screen had also lost it's sensitivity to the stylus in some areas, making it unusable. Further information was received that there has been no known damage or trauma to the handheld. Different wall outlets were also used to rule out a wall outlet issue. The replacement tablet sent to the physician appeared to be functioning properly.

Event description:
It was reported that the physician's programming handheld computer is unable to hold a battery charge and must be plugged in while used. The suspect device has not been received for analysis to date.

Event description:
The suspect programming handheld and software were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned vns programming handheld computer. The handheld and programming software performed according to functional specifications.